Manufacturer narrative:
The device was returned to arthrocare for investigation. Investigation is currently in progress. A follow-up report will be provided once the device investigation and lot history review are completed.

Event description:
On (B)(6) 2011, the patient underwent a right hip arthroscopy procedure using an ambient super multivac 50 wand ifs. Allegedly the surgeon rotated the wand to enable visualization of the electrode screen located at the distal tip of wand, and noticed that the electrode screen was missing. The surgeon requested approximately 6 x-rays to locate and retrieve the electrode screen with the use of an angled pituitary rongeur. The surgeon was satisfied that there was no part of the wand left in the patient. The procedure was completed with a soft tissue resector and an additional arthrocare wand. No patient injury or adverse effect was reported.